Event description:
User facility voluntary medwatch received via cdrh stating "abbott lifeshield latex free #19197 extension set, 8-inch with clave and option lock, lot# 82216hg01. Problem statement: the clave adaptor has to be forcibly tightened with a forceps. Hand tightening will not keep the connection secure." Upon further query, it was reported that there have been multiple undocumented incidents of spontaneous tubing disconnects due to loose connections. No specific pt info was provided, but all were adults on this telemetry unit. It was reported that add-on clave male adapter is connected to this extension set. The reporter states that when pump tubing is connected to the add-on clave, it has been noted that leaking occurs at the connection site between the add-on clave and the extension set. Upon further investigation, it has been noted that this connection becomes loose and spontaneous disconnects if it is not forcibly tightened with forceps. It was unknown how long the infusions are connected prior to the disconnections. There have been several undocumented incidents of bleed back, but there has been no reported blood loss or significant delays in critical therapy. There have been no reported adverse pt effects. Add'l pt info was requested, but no further info was provided.